Event description:
The customer reported that the 840 ventilator shut down during pt use. There was no pt harmed or injured as a result of the event. No repairs made to the ventilator. The customer continued to use the ventilator.